Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted and no imaging core windup was found within the telescope section and the sheath section of the device. Impedance test shows an electrical open at proximal end of the catheter between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image during the procedure. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.